Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer had three hypoglycemic reactions that the insulin pump or sensor did not alert. It was also reported that customer had two hospital related issues in the last two or three weeks. Customer's blood glucose reading was 94 mg/dl. Nothing further reported.